Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: investigation found evidence of moisture and corrosion in the battery canister and on the display screen inside the pump. The pump powered up to a blank screen. Investigation was able to duplicate the original reported ¿blank screen¿ complaint. A leak test failed due to a battery compartment leak. The pump¿s cover was removed and further moisture and corrosion was found to the port, continuous glucose monitoring module, and to the power pump circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was alleged there was moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.